Event description:
Per complaint form: once the needle was in place and the physician had access, the physician put in the wire. Once they were in place, physician went to pull the needle out, however, the wire was stuck in the needle. The cope wire frayed inside the pt while trying to remove needle. The pt required an add'l procedure. Physician had to remove both wires and needle and, therefore, lost access. Had to puncture at another site to gain access.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.